Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the lumbar drain was initially inserted on (B)(6) 2020 under general anesthesia and fluoroscopy guidance. Csf flow was obtained through the touhy needle, with good positioning seen on bi-planar fluoroscopy. However, postoperative, the drain failed to drain and was removed the same evening to reduce the risk of infection as the patient was diabetic. The next morning a replacement drain was inserted bed side in the same level under sedation. Before drain insertion the proximal tip was cut off to increase drainage surface as csf protein level was high at 700+gm/dl. Replacement drain worked perfectly for 3 days until it was electively removed.

Event description:
N/a.

Manufacturer narrative:
Gtin: (B)(4). The catheter was discarded and is not available for evaluation. DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was not received for analysis and the investigation could not confirm the complaint.